Event description:
The pt tested her blood glucose on the suspect device and it was hi (>500 mg/dl). She cleaned the suspect device and retested her blood glucose and it was hi. She took 15 units of regular insulin and 20 units of 70/30. About 2 1/2 hrs later she collapsed. She ate some sugar and called the paramedics. When they arrived they tested her blood glucose on their device and it was 35 mg/dl. She was taken to the hosp and given 50 percent glucose IV and kept overnight.